Event description:
It was reported the patient is experiencing ineffective stimulation. Surgical intervention may take place at a later date. It is unknown which lead contributed to the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000153449.

Event description:
Information indicates that the patient is unable to set the ipg into MRI mode due to the high impedance.